Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke at the distal end during the procedure. The pieces were able to be retrieved.

Event description:
It was reported that the device broke at the distal end during the procedure. The pieces were able to be retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke during procedure probable root cause: design: inadequate instrument design for usage: process; instrument manufactured out of specification; application: user not applying forces correctly on instrument. User applying excessive force on instrument. User does not size reamer/dilator correctly for graft and/or fixation selected. Instrument used past expected lifetime. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.